Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report the end user was struck by a motor vehicle while operating the motorized wheelchair in the roadway, at night, in the rain. End user was not wearing a seat belt. The owner's manual warns, "do not drive our teknique on the roadway", "do not subject unit to direct rain, water, slush or snow", and "always use the seat belt."

Event description:
According to the police report the end user was operating the motorized wheelchair in the roadway, at night in the rain, and was struck by a motor vehicle. Allegedly, as a result of the incident the end user was hospitalized.